Event description:
Pt called and stated that she was in the hospital due to high blood glucose and that her doctor told her to call us and get a replacement pdm. On (B)(6) 2009 at 1:14 pm, her blood glucose measured 98 mg/dl and she was having a meal containing 15 grams of carbohydrate, so she bolused 0.90 units of insulin. By 5:12 pm, her bgt had risen to 290 mg/dl. Over the next two hours, she took a couple of correction boluses of insulin but her bg remained the same (292 mg/dl at 7:20 pm). At 9:38 pm she discarded that pod and activated a new one because she "didn't feel right." At 9:46 pm, her bg result was 409 mg/dl, so she bloused 4.65 units of insulin with the new pod. The next morning her bg remained elevated, despite additional insulin administered. At 12:51 pm, after a few more correction boluses, it had lowered to 233 mg/dl, but began to rise again half an hour later. At that time, she suspended insulin delivery with the device, went to the emergency room and gave herself a manual injection of 4 units of insulin.

Manufacturer narrative:
The returned device was evaluated and no functional issues were found. The blood glucose monitor was operating within specifications. Communication and bolus delivery was also functioning as expected. No product condition that could have contributed to the pt's hyperglycemia was detected. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating for hyperglycemia, it recommends "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If you feel nauseated at any point, check for ketones and call your healthcare provider immediately (see "diabetic ketoacidosis (dka)" later in this chapter). If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."